Event description:
It was reported that the patient presented in clinic for a routine device check. During the interrogation, vf episodes from (B)(6) 2022, that were inappropriately recorded in response to emi were observed. Upon further investigation, it was determined that the emi was a result of electrocautery that was used during an unrelated hand surgery. Because of the inappropriate vf detection, the patient received one round of atp and one shock. The patient was stable before, during, and after the event and shock that was delivered.